Manufacturer narrative:
The serial number of the cobas pure e 402 analytical unit is (B)(6). The field service engineer (fse) reviewed the calibration and qc data and the results were acceptable. He inspected the analyzer and found crystals on the prewash and sipper areas and the clean cell and pro cell nozzles due to the missed daily and two-week maintenance. He performed the two-week maintenance and a precision check. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg+b result from one patient sample tested on the cobas pure e 402 analytical unit. On (B)(6) 2025, the repeat result was 4460 miu/ml. All the results were reportedly diluted at 1:10 as the operator programmed in the application.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The qc and calibration results were acceptable. A general reagent problem was not detected because the qc before the event was within ranges and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation determined the event was consistent with dirt and crystals on the analyzer. Product labeling states: "for regular cleaning, such as removing dust from the instrument surface, use deionized water only." "Interval every two weeks - cleaning or replacing the procell/cleancell cups - e 402." The investigation did not identify a product problem.